Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused the primary and secondary concurrently during therapy in the oncology care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.